Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000107796.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to program the patient were unsuccessful. System diagnostics recorded high impedances on one lead. Surgical intervention was undertaken may take place to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which both leads were explanted and replaced due to high impedances.